Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600 synchron clinical system gave erroneous sodium (na), potassium (k), chloride (cl), carbon dioxide (co2) and calcium (calc) results for ten patient samples. The erroneous results were reported out of the laboratory. It is unknown if there were any changes to patient treatment as a result of this event. There were no reports of death or serious injury. The customer stated that the weekly alternate flow cell cleaning procedure was performed on this system. Following the cleaning, the ion selective electrode (ise) system was calibrated and a quality control (qc) was run. The qc results were within the lab's established ranges. Approximately one to three hours after the cleaning, the operator noticed negative anion gaps. A qc was performed and the na result was 2 standard deviations (sd) low. The ise system was calibrated and the na qc was 3 sd low. Another calibration was done and the qc results were within the lab's established ranges. All samples since the previously acceptable qc were repeated. Amended reports were issued on ten patient samples. This is report 5 of 10 medwatch reports for patient 5 of 10 patients.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and determined that the ratio pump was intermittently giving a partial dispense. The fse replaced the ratio pump. Although the event occurred a few hours ater the flow cell cleaning procedure was performed, a clear root cause has not been identified. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events. This MDR represents event 5 of 10 reported by this customer. This MDR is related to the following mdrs that have been reported: 2050012-2011-05128, 2050012-2011-05129, 2050012-2011-05130, 2050012-2011-05131, 2050012-2011-05133, 2050012-2011-05134, 2050012-2011-05135, 2050012-2011-05136, 2050012-2011-05137.